Event description:
Closed system connector attached to chemotherapy infusion has leaked on 4 separate occasions, leaking chemotherapy. The product has recently changed (previous ref (B)(4) and we have had not problems with the previous product. It is leaking at the "collar" right where the product screws into the tubing. Equashield (B)(4): (B)(6) 2020 - (B)(6) 2020. FDA safety report ID# (B)(4).